Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device passed all tests. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that for the safety assessment (the device would not stay locked in the load position and it jumped back to the run position). It was further determined that the modified set screw was worn out and would not seat properly in the j-slot on the nose tube, causing the device not to stay in the load position. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while preparing for an upcoming procedure, it was discovered that the motor device worked, then started leaking and then stopped working. It was further reported that the device might have had a small tear by the muffler. During in-house engineering evaluation, it was observed that for the safety assessment (the device would not stay locked in the load position and it jumped back to the run position). According to the reporter, the device would have been used for treatment in the upcoming procedure. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly